Manufacturer narrative:
This report is for unknown 2.7mm variable angle locking screws, quantity unknown. Unknown number of screws explanted, however part of the unknown number of the screws remained in the patient¿s bone; these devices not considered explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation (orif) for a right calcaneal fracture on an unknown date and was implanted with a 2.7mm variable angle calcaneous plate and an unknown number of 2.7mm variable angle locking screws. Patient had a follow up visit on an unknown date and x-rays showed a nonunion. Patient underwent revision surgery on (B)(6) 2016 to remove hardware. During revision surgery it was noted that there were no issues with the hardware. There was no breakage or loosening of the plate or screws prior to hardware removal. The plate was removed fully intact. Additional medical intervention was not required. X-rays were taken throughout the procedure. Patient was revised to a 3.5mm lcp t-plate and 3.5mm locking screws and 3.5mm cortex screws. The procedure was completed successfully. During removal of the plate and screws, 4-5 screw head broke and the surgeon was unable to retrieve all of the screw shafts. There was a 10 minute surgical delay due to reported issue. This intraoperative issue occurred during the hardware removal surgery is captured in linked complaint com-(B)(4). This report documents the revision surgery due to a nonunion. This report is for unknown 2.7mm variable angle locking screws, quantity unknown. This is report 2 of 2 for com-(B)(4).